Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 494 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that her blood glucose was still high as 398 mg/dl. The customer stated that the insulin pump was dropped. The customer stated that the insulin pump was not working and had a crack on the reservoir lip. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, broken battery tube threads, broken reservoir tube lip and missing the endcap sticker.